Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, the was producing a b30 scope communication error due to corrosion present on the plug unit. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that fluid invasion ultimately leading to component failure (corrosion on the plug unit) caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope began producing a b30 scope communication error. There was no patient involvement during this event.